Manufacturer narrative:
(B)(4). The complaint is confirmed based on the photo graph that was provided. Device history records cannot be reviewed since the lot number is unknown. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device was discarded.

Event description:
It was reported that the quick connect handle broke during a shoulder arthroplasty. No impact to the surgery or patient was notes. No additional information is made available.